Event description:
A malfunction alarm occurred, displaying the code malf 0, but there were no known notable events preceding the issue. The impact on the customer¿s blood glucose level was unknown as they declined to answer if it exceeded 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer in resetting it. The malfunction did not recur after the reset, and the customer was advised to continue using the pump but to call back if the issue reappears.